Event description:
It was reported that the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician positioned the wds at the distal marker band and then aspirated through the closed system. At that time, the physician noted that there was air being aspirated back into the wds. Shortly after this the patient experienced an st segment elevation. The patient was placed on 100% o2, monitored and given a fluid bolus. The physician removed the wds then reflushed and reinserted it back into the was. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. The st segment elevation completely resolved. The patient did not experience any other complications as a result of this event and is expected to be discharged from the hospital. It was suspected that the access system was up against pectinate, so an air vacuum was created when aspirating which led to an air embolism.